Manufacturer narrative:
Concomitant medical products: 50ml bag of sodium chloride bag with ondansetron hcl 8mg; 1000ml bag of lactated ringer's injection; therapy date: (B)(6) 2016. Additional information provided from customer's medwatch. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medsun report from the FDA, which stated: "zofran 8 mg IV was piggybacked to lr mainline via infusion pump. Rn noticed mainline drip chamber was filling from piggyback and not going to pt. Rn manually clamped mainline tubing and infused piggyback."

Manufacturer narrative:
Concomitant products: b-braun, 1000ml IV bag of lactated ringers, lot: j5k183, exp: february 2018; b-braun, 50ml IV bag of zofran/ondansetron hcl 8mg, lot: j5k650, exp: november 2016; therapy date (B)(6) 2016. The customer¿s report of the secondary back flowing into the primary was confirmed. No anomalies were observed on the set during visual inspection. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow, indicating a faulty check valve. Testing by the supplier indicated a failed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the secondary back flowing into the primary was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the zofran (8mg) medication backflowed from the secondary into the primary lr fluid. The primary line was clamped and the zofran secondary infused. No report of patient harm.

Manufacturer narrative:
Although the customer initially did not report any harm to the patient, the customer medwatch stated both product problem.